Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error. Customer's blood glucose value was unknown. Customer stated that they experienced the insulin pump unexpected restart. Customer reports they were unable to clear the alarm. Customer was unable to rewind the insulin pump. Customer also stated that after resetting the insulin pump they received the another pump error. Customer clear the alarm but suddenly they received another pump error. Once they clear this alarm then the customer received another pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted, however pump error 23 and error 49 was noted during pump start up. Motor was tested outside device and passed. Device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss, problem isolated corroded home motor switch and corroded electronic assemblies.